Event description:
A single stage venous cannula came apart just as the surgeon was underway for bypass surgery. The metal tip on the cannula that sits in the inferior vena cava came apart at the beginning of bypass - the line was clamped. Perfusion took care of air as it was return system to the machine. The cannula replaced and surgery resumed.